Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 20-aug-2018 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the station was not receiving any orders from the pharmacy information system. The technical support specialist dialed into the server and found that no communication issues were reported in the health site viewer. The tss restarted the essential services, and the customer confirmed that the issue had been identified on cloverleaf and was resolved. The case was then closed. The system functioned as intended after the technical support specialist checked the device.

Event description:
It was reported by the customer that when using the bd pyxis¿ es server station was not receiving any orders from the pharmacy information system. The customer stated that this malfunction caused a delay in dispensing medication to patients. However, there were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Correction: section h device manufacture date.

Event description:
It was reported by the customer that when using the bd pyxis¿ es server station was not receiving any orders from the pharmacy information system. The customer stated that this malfunction caused a delay in dispensing medication to patients. However, there were no adverse events or injuries reported based on this event.